Event description:
Information was received indicating that a smiths medical cadd-legacy duodopa ambulatory infusion pump may have over-delivered. It was reported that the patient "feels like she gets too much medication." No additional information was provided. No adverse patient effects were reported.